Event description:
The peritoneal dialysis (pd) pt reported a fluid leak following her treatment. After treatment when the pt opened the cassette door fluid was found leaking from the cassette. The pt was advised to contact her pd nurse. The set was not made available for eval. During follow up, the pt stated the her effluent has remained clear. The pt's pd nurse reported that the pt did not have any signs of infection and she was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch record for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.